Event description:
Pt reported that back to back tests performed on the surestep meter using separate finger sticks were 50 and 76 mg/dl (41% difference). No symptoms were reported. Lfs rep discovered that meter codes did not match (9,4). Control solution test result (115) was in range. Not able to contact pt on follow-up. There was no allegation of harm.